Manufacturer narrative:
The surgeon used normal well understood processes to intraoperatively remove the catheter sheath. The surgeon disrupted some trabecular meshwork when removing the catheter. This is done routinely during canaloplasty without harm to the eye. As trabecular meshwork disruption is part of the canaloplasty procedure there is no additional risk to the patient. Disruption of the tm is a surgical procedure to reduce the patient iop referred to as goniotomy or gatt. 'Trabecular meshwork rupture' is currently listed in the product instructions for use as a potential adverse event.

Event description:
During retraction of the catheter, the surgeon noticed the light was moving as expected, but a section of the outer tubing of the catheter remained in schlemm's canal. A partial gatt was performed to remove this section of the catheter tubing, which was removed successfully with no remaining parts left in the eye.